Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: insertion part distal end damaged; bending section cover or distal sheath rubber had wear and tear; connecting tube, coating peel off; and angulation less or specified value. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device inspection, that the endoscope reprocessor distal end was peeling off the coating. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the following factors led to the peeling off the coating/marking disappearance on the insertion section: physical stress and/or chemical stress applied during device handling by the user. User may detect the suggested event by handling device in accordance with the following instructions for use (IFU). Inspection of the endoscope. Olympus will continue to monitor field performance for this device.